Event description:
It was reported during a bph surgical procedure that the console message fiber port overheated appeared. The case was completed with an alternate procedure, ¿monopolar resectoscope.¿ patient outcome: no injury to patient reported.

Manufacturer narrative:
The reported resonator issues were verified and determined to be the result of a faulty resonator. The resonator was replaced/repaired by the distributor on june 19, 2015. The system powers and safety feature were checked and verified. The system was tested and verified to meet specification.